Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, assisted the caller during the process, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the caller acknowledged and understood.